Event description:
The telemetry box was sent down with a burned battery compartment (interior only) and burned batteries. The battery compartment has a lot of burn residue around the negative terminal connectors. The batteries had overheated to the point that the plastic label cover on the battery blistered and started peeling away from the battery cell. The batteries appeared to be installed correctly due to where the burn marks were on the batteries and battery compartment. I can't tell if they were both removed and reinstalled in the same order as originally installed when the incident happened. I did install the original overheated batteries in the tele box and "the on both batteries and they touched by the negative terminal side." A new telemetry box was simulated with this condition while admitted and running at a central. The batteries can be shorted, while still showing a waveform on the central, with the battery door closed. The batteries will overheat within 10 mins to the point they start smelling and couldn't be touched. The test was stopped before any damage to the box occurred. After evaluating the (B)(4) telemetry box, there was no obvious cause for this condition. Installing the batteries backwards is possible but the way the compartment is designed, it is impossible to create a completed circuit. There is no physical damage to the compartment that would have allowed this to happen. That would mean that improperly installed batteries could not have caused this to happen. The next step was to clean the residue away to see what's under it. After cleaning the residue away, there was nothing that looked physically wrong with the battery contacts or the compartment. Comparing the defective transmitter to a new telemetry box, the new box has no voltage across any battery terminal (with batteries removed). The defective box measured approx .350 volts across the 2 negative battery terminals (don't know why). The box was admitted to a philips telemetry test setup and ran for 45 mins with no heat issues at all. One possibility for battery overheating is ...